Event description:
It was reported that the nurse stated the arctic sun device has been alerting 113, reduced water temperature control, every hour. Normothermia patient temperature (pt) was 37.6c, targeted temperature (tt) was 37c, water temperature (wt) was 0, water flow rate (wfr) was 0l/m. Had restart therapy. Event log shows alert 113 x 9. System diagnostics showed that the outlet monitor temperature (t1) was 32.1c, outlet control temperature (t2) was 32.1c, inlet temperature (t3) was 32.1c, chiller temperature (t4) was 32.3c, water flow rate (wfr) was 2.9 l/m, inlet pressure (ip) was -7psi, circulation pump command (cpc) was 64 percentage, mixing pump command (mpc) was 100 percentage, heater was 0, water reservoir level (wrl) was 5, system hours were 136.8 and pump hours were 31.9. Advised to swap out to alternate device and send this one to biomed labeled 113 not cooling. Per follow up information received via task on 20oct2025, spoke with biomed who confirmed this device had a faulty mixing pump and was being repaired onsite.

Manufacturer narrative:
The reported issue was confirmed. The root cause for the reported event is a failed mixing pump. Per follow up information received via task on 20oct2025, spoke with biomed who confirmed this device had a faulty mixing pump and was being repaired onsite. The complaint or reported issue was confirmed through other elements of the investigation to not be manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. Based on the results of the investigation, no additional actions are needed. Correction: d,f,h UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse stated the arctic sun device has been alerting 113, reduced water temperature control, every hour. Normothermia patient temperature (pt) was 37.6c, targeted temperature (tt) was 37c, water temperature (wt) was 0, water flow rate (wfr) was 0l/m. Had restart therapy. Event log shows alert 113 x 9. System diagnostics showed that the outlet monitor temperature (t1) was 32.1c, outlet control temperature (t2) was 32.1c, inlet temperature (t3) was 32.1c, chiller temperature (t4) was 32.3c, water flow rate (wfr) was 2.9 l/m, inlet pressure (ip) was -7psi, circulation pump command (cpc) was 64 percentage, mixing pump command (mpc) was 100 percentage, heater was 0, water reservoir level (wrl) was 5, system hours were 136.8 and pump hours were 31.9. Advised to swap out to alternate device and send this one to biomed labeled 113 not cooling.